Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the touch screen is not functioning. This event did not occur during clinical use, and it was further reported that there was no associated harm.

Manufacturer narrative:
This is a duplicate of report # 2031642-2017-03602.

Event description:
The customer reported a ventilator in which the touch screen is not functioning. No patient involvement/harm.